Event description:
Information was received from a health care provider (hcp) via company representative regarding a patient with an implantable pump containing unknown morphine (10mg at 0.060/day). It was reported by the hcp that they thought the catheter may be occluded. The hcp decided to open the pocket site to view the catheter and it was found that the catheter was coiled in the pocket. A portion of the catheter was removed and spliced with a new catheter. Issue was resolved at the time of the report.

Manufacturer narrative:
Continuation of d10: product ID 8780 lot# serial# (B)(6) implanted:(B)(6) 2024 explanted: (B)(6) 2025 product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(6) , ubd: 03-may-2026, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.